Event description:
The patient reported seeking medical attention at the hospital on (B)(6) 2025, due to high blood glucose levels that were not coming down, reaching 600 mg/dl. She experienced symptoms such as vomiting, dizziness, headache, and heart palpitations, leading to a diagnosis of diabetic ketoacidosis (dka). The treatment included insulin, intravenous (IV) fluids, potassium, and a stay in the intensive care unit (ICU) for a day and a half. She was discharged on (B)(6) 2025. The patient confirmed that the pod's pink slide moved forward and the cannula was inserted into the skin during wear. There was no redness or swelling at the pod site, and no insulin leakage was noticed. The cannula appeared normal upon removal. There were no unusual messages or alarms on the omnipod 5 app. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.